Manufacturer narrative:
Findings: pump received with intermittent button response due to corroded keypad traces. No unlock noted. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and missing end cap sticker. (B)(4).

Event description:
10/14/2015 06:30:13 pst crm rfc user (crm_rfc_user) complaints text 10/14/2015 06:28:04 mcgalm1 initial notes: cust says his pump quit working. Cust says he went to the hcp who told him that he needs a new pump and to call us. Cust says there are no alarms on the pump. Inquired what led up to the complaint. Customer response: cust says if he checks his bg, it will register on his pump but when he presses the act button, nothing happens. Cust says that the b and esc buttons are responding. It started yesterday afternoon. He... See "additional information"